Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for subtrochanteric fracture of femur. After surgery, in (B)(6) 2022, the distal locking screw broke but a revision surgery was not performed at that time and the patient was followed up. On (B)(6) 2022, since the patient complained pain in his/her hip joint, the surgeon checked an x-ray and confirmed that the nail was broken. A revision surgery will be performed. In the revision surgery, the nail in question will be replaced with a tfna long nail. The extracted implants are going to be discarded. Non-union was also confirmed. The surgeon assumes that poor reduction and large defects on the lateral side of the fracture resulted in non-union. This report involves one (1) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: nail distal locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date: (B)(6) 2021. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.